Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2014 with the following findings: the pump would not power on during investigation. Corrosion was observed inside the battery compartment and the battery compartment was cracked. A leak test verified that there was a leak in the battery compartment. The pump was opened and no further evidence of moisture damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient had experienced a severe hyperglycemic event. The reporter stated that the patient had a blood glucose level of up to 450 mg/dl with symptoms of nausea and vomiting. The reporter stated that the patient did not notice that the pump had powered off with after performing a replace battery alarm that the patient was not aware of. The pump history was reviewed with a customer technical support representative and allegedly revealed that there was not a low battery alarm prior to the replace battery alarm. This complaint is being reported because the patient allegedly experienced a severe hyperglycemic event as a result of the pump not properly alerting the patient to a replace battery alarm.